Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the right atrial (ra) lead noted high out of range impedance measurements in bipolar configuration. It was suspected the ra lead had fractured. The lead polarity was reprogrammed to unipolar configuration and all lead testing was appropriate. The device was reprogrammed from ddd to vvir and the patient will be monitored appropriately. No adverse patient effects were reported.